Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded bilaterally in cornu") and device breakage ("device breakage") in a female patient who had essure inserted for female sterilisation. The patient had a medical history of heavy menstrual bleeding, overweight, abdominal pain, ovarian cyst, diabetes mellitus and pelvic pain. On (B)(6) 2015, the patient had essure inserted. At an unknown time, she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus,mini laparotomy, bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. Essure was removed on (B)(6) 2019. The reporter considered device breakage and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.916 kg/sqm. [Pathology test] on (B)(6) 2018: diagnosis: uterus and fallopian tubes, supracervical abdominal hysterectomy and bilateral salpingectomy: inactive endometrium, unremarkable myometrium, unremarkable portion of endocervical tissue, bilateral unremarkable fallopian tubes, unremarkable essure coils, embedded bilaterally in cornu, gross. Gross description: embedded within both sides of the uterine wall are coiled pieces of silver metallic material consistent with essure coils that continue into the proximal aspect of the fallopian tubes. Essure coils are left in place in the event of further examination. Indications: adnexal tenderness, right encounter for monitoring oral hormonal therapy for heavy menses concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage,embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical device removal was updated to device breakage, embedded device. Reporters, medical history, lab data, patient information, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded bilaterally in cornu") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of heavy menstrual bleeding, overweight, abdominal pain, ovarian cyst, diabetes mellitus and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy - uterus,mini laparotomy, bilateral salpingectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.916 kg/sqm. [Pathology test] on (B)(6) 2018: diagnosis: uterus and fallopian tubes, supracervical abdominal hysterectomy and bilateral salpingectomy: - inactive endometrium - unremarkable myometrium - unremarkable portion of endocervical tissue - bilateral unremarkable fallopian tubes - unremarkable essure coils, embedded bilaterally in cornu, gross. Gross description: embedded within both sides of the uterine wall are coiled pieces of silver metallic material consistent with essure coils that continue into the proximal aspect of the fallopian tubes. Essure coils are left in place in the event of further examination. Indications: adnexal tenderness, right encounter for monitoring oral hormonal therapy for heavy menses quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.